Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that 6 pockets were failed on drawer 1 and pocket 1.15 tray was missing. The field service engineer removed all failed engines and cleaned them to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system mini drawers were failed. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.